Manufacturer narrative:
(B)(4).

Event description:
It was reported while exercising the patient could not be converted out of ventricular fibrillation by shocks. Eventually, the rhythm converted on its own. The patient presented to the hospital to address the issue. Dft testing was performed and the rhythm converted at an appropriate output. Programming changes were made. The patient condition is okay.